Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported during multiple endoscopic vein harvesting procedures over the last three weeks, ten short port btt black inflation valves popped. As a result, the balloons would not remain inflated. Replacement units from accessory kits were used to complete the procedures. The hospital did not report any pt complications. Since it is unk the date of event(s), the quantity used in each event and the product lots numbers, all ten will be tracked under one case. This report is for the tenth device.